Manufacturer narrative:
Device evaluation summary: the device was subjected to visual and functional testing. The evaluation determined that the issue was caused by a failed electronic component. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not turn on after charging. Troubleshooting was performed, but was unsuccessful. The device was returned for evaluation, and no patient effects were reported.